Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a fever and went to the hospital for a check, but the fever was not reduced. The patient¿s healthcare professional (hcp) conducted treatment, but the patient still had a fever. The hcp did check ¿each item¿ and all was normal. On (B)(6) 2014 the patient went to the hospital for a check and the hcp diagnosed the patient with fever. The patient¿s temperature was 39 degrees celsius and they were ¿fuzzy.¿ the hcp suspected that the fever was a side effect caused by the device and they had ¿taken guidance¿ to reduce the patient¿s temperature. As of (B)(6) 2014 the patient was doing cooling treatments and their hcp was arranging an MRI check for the patient. The cause of the event was not determined. The patient¿s temperature was high and they felt fuzzy due to the fever. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.